Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device would not run and the motor was damaged. It was further determined that the device failed pretest for check function of device and check power with power test bench. The assignable root cause was due to component failure from normal wear. Concomitant medical devices and therapy dates: battery casing device and blade device; (B)(6) 2020. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the small battery drive while being used with a casing device worked sometimes when in a vertical position but not at all when the blade was pointing down. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.